Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 4. The programmed fill volume was 1500ml and the total drain volume was 2432ml. This drain volume meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A review of the previous service record shows the device passed all required tests and calibrations prior to its release from the tampa bay facility. No issues were identified that may have contributed to the issue of increased intra-peritoneal volume (iipv). The previous return of the device was not for any issues related to iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).